Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-aug-2019 the following findings: during investigation, there were reboots observed in the black box. There was no damage found to the battery cap. The battery cap was able to attach securely to the pump. There were no power issues during testing. The battery cap contacts were within specification. There was corrosion found in the battery compartment. The pump leaks at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr), and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 09-jun-2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was an intermittent power issue with imposture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.